Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-jun-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 02-jun-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that it was reported that the patients percutaneous leads migrated and patient lost coverage in his right foot. It was unknown what factors contributed to the issue. An x-ray was taken that showed lead migration. The patient's percutaneous leads were removed and replaced. Surgical intervention occurred and the issue was resolved, the patient status is alive with no injury.